Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that a patient is scheduled to undergo a left knee arthroplasty revision surgery on an unknown day due to loosening, in which the femoral component will be removed. Attempts have been made and no further information has been provided.